Manufacturer narrative:
The manufacturer prevously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found evidence of dust/dirt contamination. The device's downloaded event log was reviewed by the manufacturer and found no error logged. There was no evidence of sound abatement foam degradation. The device has been scrapped based on customer request. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.